Event description:
It was reported that on (B)(6) 2025, a 19mm regent aortic mechanical heart valve was selected for implant. During procedure, the valve was rotated with a valve rotator; some resistance was felt during rotating. The holder handle was fully inserted at a 90 degree angle. Then, the "valve fractured and dislodged." The leaflet dislodged as one piece and was confirmed to have been recovered from the patient. No instruments encountered the valve at the time of dislodgement. The dislodged leaflet was not attempted to be re-inserted. The valve was removed and exchanged for a new 21mm non-abbott valve, which was successfully implanted. An extended surgery time was reported. The patient was reported to have been discharged home in stable condition.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during rotation with the holder handle a tiny bit of resistance was felt and one leaflet dislodged in one piece. Also reported that outside of the patient, during washing, the second leaflet dislodged as one piece. A more comprehensive assessment, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It was reported that during rotation with the holder handle a tiny bit of resistance was felt and one leaflet dislodged in one piece. Also reported that outside of the patient, during washing, the second leaflet dislodged as one piece. The valve was returned with the dislodged leaflet. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, the damage may have been caused by an external force applied to the valve, which overstressed the carbon material. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.